Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 - 1000 mg/dl on the continuous glucose monitor (cgm) with high ketones; cause was not known. Customer went to the emergency room and was later admitted to the intensive care unit. Reportedly, the customer received intravenous fluids of saline and insulin to address the bg. It was also reported that the customer had numbness to fingertips and toes and had issues with kidneys but would not specify exact issues. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the pump was replaced to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.